Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the patient suffered from headaches and overdrainage was noted. For that reason the physician examined the valve. On an x-ray, they recognized that the stator was dislodged. As a result, the device was revised.